Event description:
The patient underwent generator replacement due to battery depletion. The explanted generator was received for analysis. However, the device did not meet the electrical requirements of the post burn test. Analysis on the test bench identified and confirmed that the c4 component had excessive leakage current, which caused an increased current consumption for the device. After the c4 component was removed from the circuit and a known good c4 component was substituted, the module performed according to the functional specifications. Although the performance of the device was not adversely impacted by the leaky c4 component, it could potentially be a contributing factor to the end of service condition. Based upon the battery life calculation, analysis of the device in the lab determined that the end of service condition was an expected event.